Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced persistent hyperglycemia since the previous night due to two consecutive cannula tortuosity events despite infusion set replacement event on (B)(6) 2026. No further information available.